Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's friend called to report a hospitalization due to high blood glucose. The current blood glucose reading is 349 mg/dl. Customer has treated with insulin pump. Customer experienced dizziness, dehydration moderate ketones and vomiting. The blood glucose reading at the time of the event was 599 mg/dl. Hospital treated customer with IV. During troubleshooting, time and date correct. Programming correct. Nothing further reported.